Manufacturer narrative:
Concomitant medical product(s): 7121q lead, implanted: (B)(6) 2014. 439688 lead, implanted: (B)(6) 2011. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) was explanted. Due to the patient condition, the right atrial (ra) lead was cut and capped. The left ventricular (lv) lead remains in use and is attached to a single chamber implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.